Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 419 mg/dl, 120 mg/dl, and 86 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Additionally, the customer reported being disoriented and experiencing diaphoresis. The customer ate a peanut butter and honey to relieve his symptoms. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing.